Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ac power module was not working. There was no patient involvement.